Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/20/2016. (B)(4).

Event description:
It was reported that the patient underwent a laparoscopic ovarian cystectomy procedure on unknown date and suture was used. A few months later, the patient experienced pain and underwent a diagnostic laparoscopy. Pelvic endometriosis was reported that time. The biopsy of lesion failed and fibrin was used. A laparoscopic total hysterectomy along with bso was performed and the patient presented scattered lesion in the abdominal bowel, and severe diffuse lesion in the uterus, ovaries, pelvic, bladder, rectum, small bowel and mostly in the pelvic cavity. The uterine tissue "fell apart". The intra-op consultant with pathologist revealed caseating granulomas. The patient also had auto immune markers and the rheumatologist did not find any evidence of a specific disease state. It was also reported that the patient reacted to the suture in the umbilicus area and the suture was removed. The physician opined that granulomatous reaction was due to the mesh and also perhaps exacerbated by fibrin. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic ovarian cystectomy procedure on unknown date and suture was used. A few months later, the patient experienced pain and underwent a diagnostic laparoscopy. The surgeon reported pelvic endometriosis that time, but failed to biopsy any lesion and the fibrin product was used to control bleeding, again. A laparoscopic total hysterectomy along with bso was performed and the patient presented severe diffuse lesions of uterus, ovaries, pelvis, bladder, rectum, small bowel and confined mostly to the pelvis but had some scattered lesions of her bowel in the abdomen. The uterine tissue "fell apart". It was reported that the surgeon tried to remove as much of the tissue as possible as it had a "stuck on" relationship to the bowel and not infiltrating. It was also reported that the patient reacted to the suture in the umbilicus area and the suture was removed. The intra-op consults with pathologist and revealed caseating granulomas. The patient was treated as though she had (B)(6) for a few days until the permanent showed foreign body reaction within the granulomas. It was also reported that chronic pelvic pain was temporary relieved after hysterectomy. The patient also had auto immune markers and the rheumatologist did not find any evidence of a specific disease state. The patient was ultimately treated by pain management. The physician opined that infectious disease and a foreign body reaction within the granulomatous tissue, was due to the absorbable adhesion barrier and also perhaps exacerbated by fibrin. Additional information has been requested.